Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and found that the needle hubs had separated from the sensor's base. The insertion anomaly could not be verified due to the complaint being against the serter.

Event description:
The customer reported via phone call that the sensor's needle hub became stuck in the serter. The customer stated that he was using his third sensor and experienced insertion issues. The customer did not provide the blood glucose reading. The customer was advised to hold the serter button, shake the device, and the sensor came right out. The customer was advised to insert the sensor per instructions and was successful in completing the insertion process. He was advised to replace the sensors and agreed to return the device for analysis.